Manufacturer narrative:
The malfunction was observed during incoming testing; however, after disassembling the device to determine the root cause, the malfunction was no longer seen. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. A system interconnect flex cable was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.